Manufacturer narrative:
The lead was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead noted dried blood in the helix mechanism, likely causing the reported helix retraction difficulties. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, and was unable to reproduce the reported clinical observations of loss of capture, and poor sensing.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting loss of capture and poor sensing. A revision procedure was performed. During the revision, it was noted the lead was stretched, and had dislodged. It was reported the lead had not been properly sutured at implant. The ra helix could not be retracted. The lead was replaced. No further patient effects were reported.